Event description:
It was reported that a user experienced bluetooth connectivity failure between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, while glucose values continued to display in the dexcom app, indicating pairing failure limited to the ilet. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose levels and no medical intervention. User support included customer support troubleshooting and education, including verifying no competing devices were connected, instructing a device restart, toggling settings, and advising a pairing wait period. Investigation of this case revealed that the ilet was operational and the issue was consistent with a transient bluetooth pairing problem without sensor or pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption corrected through standard connectivity troubleshooting.

Manufacturer narrative:
Initial.